Event description:
This rv lead was implanted on (B)(6)2007 and capped on (B)(6)2012 due to a repair/upgrade. The procedure took place at (B)(6)hospital with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).